Event description:
On 24th march 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex iol (model unspecified). The event description provided states that the lens required explantation due to the onset of post-operative opacification. Note: sulcoflex is not available in the united states; however, as it is manufactured from the same material (hydrophilic acrylic) as lenses available in the united states the event is being reported to us FDA.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the onset of iol opacification has been observed leading to explantation. The explanted lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis comprising of scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds). Alizarin red staining was also performed. The sample stained positively for calcium rich nodules consistent with calcification. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. While analysis confirms calcification of the iol, causation cannot be established from the evidence available. Despite requests, no additional information was ever received from the reporter relating to this case. "Precipitates" is listed in the "adverse events" section of the sulcoflex IFU.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the onset of iol opacification has been observed leading to explantation. The product has been retained and is being returned to rayner. As this report concerns the onset of opacification, the lens will be sent to a third-party laboratory to undergo scanning electron microscopy (sem) and energy dispservice x-ray (edx). The product has not been received by rayner to date. There is currently insufficient information/evidence available to determine the causative and/or contributory factors leading to the onset of iol opacification in this case. Rayner has requested additional information from the reporter to facilitate further investigation of the event. "Precipitates" is listed in the "adverse events" section of the sulcoflex IFU.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex iol (model unspecified). The event description provided states that the lens required explantation due to the onset of post-operative opacification. Note: sulcoflex is not available in the united states; however, as it is manufactured from the same material (hydrophilic acrylic) as lenses available in the united states the event is being reported to us FDA.